Manufacturer narrative:
The syphilis reagent expiration date was not provided. The e411 disk serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about a false negative result for 1 patient sample tested with elecsys syphilis assay on a cobas e411 immunoassay analyzer. Initial result: 1.23 coi (tested using serum and interpreted as reactive). 1st repeat result: 1.15 coi (tested using serum and interpreted as reactive). 2nd repeat result: 0.935 coi (tested using plasma from the blood bag and interpreted as non-reactive). On (B)(6) 2024 the sample was repeated on a different cobas e411 immunoassay analyzer in another facility and obtained the following results: 3rd repeat result: 1.53 coi (tested using serum and interpreted as reactive). 4th repeat result: 1.58 coi (tested using serum and interpreted as reactive). 5th repeat result: 1.54 coi (tested using serum and interpreted as reactive).

Manufacturer narrative:
Based on the provided data, the root cause was consistent with a sample issue (plasma only). The rerun results of the serum sample showed similar results. The plasma sample with the discrepant non-reactive result was not available for retesting and, therefore, a final statement about this plasma sample was not possible. A reagent issue can be excluded since the calibration and qc were within specifications. The investigation did not identify a product problem.